Event description:
It was reported that it was found that the needle cover was about to come off from the needle upon opening the package. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the needle cover coming off upon opening the package is unconfirmed due to the inability to recreate the failure. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. A functional test of removing the needle cover of the complainant device and comparing it to a non-complainant device revealed the needle cover of the complainant device did not slip off without some force. While the non-complainant device was slightly more difficult to remove, the complainant needle cover did not slip off the needle without force. A microscopic observation revealed measurements of the returned 22 ga needle cover was smaller than a non-complainant 20 ga needle cover. Nothing remarkable was observed with the 22 ga needle cover. Possible factors contributing to the needle cover slipping off may be related to removal of the cardboard packaging from around the infusion set. The complaint of a needle cover slipping off the needle easily is unconfirmed. Measurements were taken and the device was tested to ensure the safety of the returned product.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that it was found that the needle cover was about to come off from the needle upon opening the package. There was no reported patient involvement.